Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and there was a map shift with no error message, no cardioversion and no patient movement. . Initially, there was a map shift on the carto® 3 system without any errors displayed. There were no changes to the body reference patches. The map shift by about 2-3mm, downward. They created a new map and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 14-apr-2022. Map shift was discovered while ablating right anterior pulmonary vein isolation (pvi). All the ablation tags appeared within the shell. No cardioversion at that time. The patient was in sinus. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information had been made available. With the information available, this map shift issue was assessed as not MDR reportable. Additional information was received on 28-apr-2022. The patient did not move. Per the additional information stating no patient movement, the map shift issue was reassessed to MDR reportable for a map shift with no error message, no cardioversion and no patient movement.

Manufacturer narrative:
The manufactured date was provided on 17-sep-2022. Therefore, processed h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 14-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. There was a map shift on the carto® 3 system without any errors displayed. There were no changes to the body reference patches. The map shift by about 2-3mm, downward. They created a new map and the issue resolved. The procedure continued. There was no patient consequence reported. No cardioversion at that time. The patient did not move. The biosense webster field representative confirmed that creating a new map resolved the issue. In addition, the issue was investigated. The study data was requested by the device manufacturer to investigate the issue. The biosense webster representative provided all the data he had but the data was insufficient; therefore, the investigation of the map shift issue was not possible. The system is ready for use. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the system 13146, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).